Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. (B)(4). The sample was initially tested on the customer's e801 analyzer. Testing was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a second e801 analyzer, a cobas 6000 e 601 module (e601), and acobas e 411 immunoassay analyzer (e411). The e801 analyzer used at the customer site was asked for, but not provided. The e801 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 225159, with an expiration date of 31-may-2018 was used on this analyzer. The e601 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 215455, with an expiration date of 31-mar-2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 270341, with an expiration date of 30-nov-2018 was used on this analyzer.

Manufacturer narrative:
A sample from the patient was provided for further investigations. The ft4 value recovered well within the normal reference range of the assay. The investigation was unable to find a definitive root cause.